Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 104 mg/dl. The customer stated that the insulin pump alarmed no delivery several times prior to the event. The customer changed her infusion set several times in an attempt to resolve the alarm. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and no delivery tests could not be performed because of the prime anomaly.